Event description:
During baxter's eval of a spectrum pump, it was discovered to alarm for "door not fully latched."

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The pump was found to be inoperable due to "door not fully latched" messages. Eval found that the force required to secure the door was above expected levels due to a mechanical assembly screw becoming loose. This screw mounted the pumping mechanism to the front case, thus not allowing proper latching operation. The condition was eliminated during eval by securing the said screw. The mechanical assembly screws will be replaced during the repair process.